Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10: device status changed from returning to discarded.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.50x28 xience sierra stent implant dislodged while being advanced. The stent implant remained on the delivery system and was able to be simply removed. There was no resistance noted while advancing the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.